Event description:
It was reported that during a laparoscopic sleeve gastrectomy on the 4th firing they hit the home button and the device returned but they could not remove it as it was fully articulated. They hit the home button again and removed and reloaded it and when they went to insert the device again it articulated on its own. They attempted it one more time and again it articulated on its own. A new device was used to complete the case with no patient consequences. No buttressing material was used.

Manufacturer narrative:
(B)(4). Date sent: 6/13/2023. D4: batch #171c76. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event log indicates that an articulation button was stuck. No other issues were observed. The stuck button issue was unable to replicate during the analysis. The cause of the stuck button was not established. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what might have caused the reported event. A manufacturing record evaluation was performed for the finished device batch number 171c76, and no non-conformances related to the reported complaint condition were identified.